Manufacturer narrative:
H2: additional information was received. A vendor analysis confirmed and isolated the issue to a faulted battery. The battery, enclosure, and ir windows were replaced and the component passed testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r. A medtronic representative went to the site to test the equipment. The camera was replaced and the system then passed testing. Codes b01, c08, and d02 are applicable to this analysis. The camera, lot number: p909551, was returned to the manufacturer for analysis. The returned psu had physical damage, including scratches on the housing and lenses, as well as one missing lens. Event logs indicate intermittent firmware incompatibility issues dating back to november 2021. Surprisingly, the psu passed the accuracy test (aak) with a result of 0.239 mm, within the acceptable threshold of 0.250 mm. This psu had not been previously returned for a failure. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's right camera lens had been popped out (right side when facing the camera). Technical services (ts) had the manufacturing representative (rep) open up the application, and the camera was still able to successfully track and did not have the amber light. The rep checked network device interface (ndi) toolbox and found no errors. There was no patient involvement.